Manufacturer narrative:
The implant was returned stuck inside of the catheter. The implant was noted to be stretched near the proximal tie knot section. The distal section was still close wound, with gel floating inside the coils. The catheter used was a 4fr 0038," and had noted to have a kink on its surface. Based on the reported details and investigation findings, the complaint of a broken implant could be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded its maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil stuck in the catheter. During removal, the coil detached from the pusher wire in the catheter. Both segments of the coil were removed in their entirety with the catheter. There was no reported intervention or patient injury.